Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material around the nozzle, and inside of light guide lens had signs of humidity. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the investigation results, the foreign material and dirt/foreign material could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Since foreign material was not at the external surface of the device, the material could not be removed by reprocessing. It is likely that the light guide-lens glue peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded the light guide-lens which led to corrosion. Could not specify occurrence cause by confirming the event or analyzing the actual device for the subject device was not send to manufacture business center. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection: IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection.¿ olympus will continue to monitor the field performance for this device.